Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged patient had cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. In the previously submitted report section b3 was incorrect, date of event in section b3 is corrected in this report.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged patient had cough. There was no report of serious or permanent patient harm or injury. He device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of sound abatement foam degradation. The device passed all final testing. The service center concludes there was no evidence of contamination from the device. The service center confirmed there was no evidence of sound abatement foam degradation/breakdown and pass the final test. Sections g3 and h6 has been updated / corrected.